Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was full with bubbles. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. The reservoir will not be returned for analysis.